Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 700 mg/dl and stated that the customer was not getting any insulin when administering a bolus. Troubleshooting was performed. The customer reported nausea, vomiting, abdominal pain, confusion, feeling sick/unwell, and headache as symptoms. It was found that the customer was using the insulin pump within 48 hours of the reported event. The auto-mode/smartguard feature was not active. The customer used the insulin pump, manual injection/insulin pen, took an IV insulin drip, and was hospitalized for high blood glucose and for diabetic ketoacidosis. It was stated that the customer was alleging that the insulin pump was under-delivering. The customer had received a safety notice for the retainer ring. No further patient complications were reported. The customer will discontinue the use of the insulin pump. The product will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The test p-cap locks properly in place in the reservoir compartment noted. Pump received with pillowing keypad overlay, cracked battery tube threads and cracked case near the corner of belt clip rails during the visual inspection. Thus and carelink software was utilized and downloaded trace/history files properly. In further full review of the pump history on the event date of (B)(6) 2023, there is no unexpected alarms/suspends and found multiple bolus deliveries that the customer manually programmed and the daily total of bolus insulin delivered are 10.4 u. Pump passed the sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08700 inches. However, pump alarmed pump error 63 during the self test and confirmed in the pump history (variable=03) (file number: 37, line number: 367) on (B)(6) 2023 at 16:11:51.000. Pump was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. The original electronic assembly, motor, internal battery, force sensor was installed in a test case and keypad. Perform the self test and no pump error 63 alarm noted. Peeled off the keypad overlay for visual inspection on the keypad traces and dome switches and no moisture damage noted. However, found broken trace at u1 pin 6 on the keypad assembly. The force sensor offset measured within spec range during testing (20.8 mv). Unable to verify customer alleged for high bg. The force sensor is within specification. Customer alleged for the pump under delivery was not confirmed. Pump error 63 alarm confirmed in the pump history and alarmed during self test due to broken trace at u1 pin 6 on keypad assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.